Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure breaking body') in a 39-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaccination, pap smear abnormal, knee pain, thyroid cancer, thyroidectomy, ovarian cyst, irregular periods and metrorrhagia. Clinical history: reason: bilateral foot callus/pain. Comparison: no previous study available. Finding/ impression: no acute fracture identified. Observation: no significant abnormality identified. Impression: no obvious residual tissue or abnormally enlarged lymph nodes identified in the imaged region of the neck. Finding: area of interest : neck. Observation: no significant abnormality identified. Impression: no obvious residual tissue or abnormally enlarged lymph nodes identified in the imaged region of the neck. Pregnancy test: negative. Concurrent conditions included hypothyroidism, blood pressure abnormal, keratosis plantaris, back pain, localised muscle pain, aching (l) knee, tenderness, pain in thigh, painful joints, dizziness, hypotension, benign paroxysmal positional vertigo, malaise, fatigue, headache, carcinoma, breast pain, breast pain female, itching, rash, tooth pain, jaw pain, paralysis vocal cord, hoarseness of voice, shortness of breath, foot deformity, inner ear disorder, chickenpox, pruritus, flank pain, palpitations, dysuria, anxiety, hyperhidrosis, poor sleep, tingling, depressed mood, hyperlipidemia, hoarseness, refraction disorder, surgical scar and hallux valgus. Concomitant products included aciclovir sodium (acyclovir abbott vial) since (B)(6) 2018, ibuprofen, levothyroxine since (B)(6) 2016, lidocaine since (B)(6) 2017, meloxicam since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2018 and phenylephrine hydrochloride (neosynephrine) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("apparent iud seen in fundal endometrial cavity, essure placed at outside"), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 1 trailing coil on the right side, 3 trailing coils on the left side. Discrepancy noted: date(s) of insertion: (B)(6) 2013 (as per pif),(B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: impression: complex left ovarian cyst. 12 week follow up needed. Apparent iud seen in fundal endometrial cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure breaking body') in a (B)(6) female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaccination, pap smear abnormal, knee pain, thyroid cancer, thyroidectomy, ovarian cyst, irregular periods and metrorrhagia. Clinical history: reason: bilateral foot callus/pain. Comparison: no previous study available. Finding/ impression: no acute fracture identified. Observation: no significant abnormality identified. Impression: no obvious residual tissue or abnormally enlarged lymph nodes identified in the imaged region of the neck. Finding: area of interest : neck. Observation: no significant abnormality identified. Impression: no obvious residual tissue or abnormally enlarged lymph nodes identified in the imaged region of the neck. Pregnancy test: negative. Concurrent conditions included hypothyroidism, blood pressure abnormal, keratosis plantaris, back pain, localised muscle pain, aching (l) knee, tenderness, pain in thigh, painful joints, dizziness, hypotension, benign paroxysmal positional vertigo, malaise, fatigue, headache, carcinoma, breast pain, breast pain female, itching, rash, tooth pain, jaw pain, paralysis vocal cord, hoarseness of voice, shortness of breath, foot deformity, inner ear disorder, chickenpox, pruritus, flank pain, palpitations, dysuria, anxiety, hyperhidrosis, poor sleep, tingling, depressed mood, hyperlipidemia, hoarseness, refraction disorder, surgical scar and hallux valgus. Concomitant products included aciclovir sodium (acyclovir abbott vial) since (B)(6) 2018, ibuprofen, levothyroxine since (B)(6) 2016, lidocaine since (B)(6) 2017, meloxicam since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2018 and phenylephrine hydrochloride (neosynephrine) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("apparent iud seen in fundal endometrial cavity, essure placed at outside"), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 1 trailing coil on the right side, 3 trailing coils on the left side. Discrepancy noted: date(s) of insertion: (B)(6) 2013 (as per pif),(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: impression: complex left ovarian cyst. 12 week follow up needed. Apparent iud seen in fundal endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, event: essure breaking body added. Case became serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.